Event description:
It was reported to philips that there was an intermittent 12 lead issue. There was no adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that there was an intermittent 12 lead issue. There was no reported patient involvement/adverse patient impact.